Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device history record revealed nothing relevant to this event. Complaint confirmed. Evaluation of the returned device revealed that the blade cutting edge is chipped off and the remaining cutting edge is observed to be dull and nicked. Device met all material specification as received. Device has been in use since 2003. Complainant's event is typically caused by end user mechanical damage due to device being hit with other metal devices and/or being dropped during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that a piece of the blade broke off in patient's bone and was not retrieved. Procedure was an hto (high tibial osteotomy).